Manufacturer narrative:
G3: the following additional information was received on 06/08/2021 providing the patient's current status: b5: - it was noted that the patient is a house keeper for a hotel and has increased swelling at the end of a work day. - the patient started anti-inflammatory medication for swelling. - there has been a decrease in pain at the site of hardware removal.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2020, all hardware was removed in a revision surgery on (B)(6) 2021 due to what the patient believed was causing pain. The surgeon indicated there was no lucency at the affected joint, no hardware issues found when reviewing radiographic images, and no infection or healing issues. Upon removal, there was no failure with any of the hardware and the intended bones were completely fused/healed. Additional information was received on 06/08/2021 providing the patient's current status. It was noted that the patient is a house keeper for a hotel and has increased swelling at the end of a work day. Therefore, patient has started anti-inflammatory medication for swelling, however there has been a decrease in pain at the site of hardware removal. There was no other report of patient impact or injury as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2020, all hardware was removed in a revision surgery on (B)(6) 2021 due to what the patient believed was causing pain. The surgeon indicated there was no lucency at the affected joint, no hardware issues found when reviewing radiographic images, and no infection or healing issues. Upon removal, there was no failure with any of the hardware and the intended bones were completely fused/healed. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. The device history records for the device were reviewed and no issues were identified during its manufacture and release that could have contributed to what was reported. Although removal of the hardware was not medically necessary, the surgeon chose to remove the hardware as a possible source of the reported pain. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2020, all hardware was removed in a revision surgery on (B)(6) 2021 due to what the patient believed was causing pain. The surgeon indicated there was no lucency at the affected joint, no hardware issues found when reviewing radiographic images, and no infection or healing issues. Upon removal, there was no failure with any of the hardware and the intended bones were completely fused/healed. Although removal of the hardware was not medically necessary, the surgeon chose to remove the hardware as a possible source of the reported pain. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any issues with placement of the device or healing of the surgical site.